Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. No anomalies were found.

Event description:
It was reported that during implant attempt, when the physician was connecting the rv (right ventricular) lead to the device and tightening the setscrew, no pacing output occurred. After adjusting the setscrew, there was still no output. The device was not used and was replaced. No patient complications have been reported as a result of this event.